Event description:
It was reported that during central processing, single-port (sp) maryland bipolar forceps (mbf) instrument tip was found chipped/broken. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the robotic coordinator (roco) and obtained the following additional information: the scrub tech noticed the tip damage before the instrument was used on the patient. No arcing occurred. There were no patient injuries.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The bipolar instrument was analyzed and was found to have thermal damage on the molded insulator. The instruments conductor wires were not damaged. The instrument passed an electrical continuity test. The thermal damage caused the molded insulator to melt. The complaint was confirmed by failure analysis. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.